Event description:
It was reported to philips that the device unit will not power on with just ac. The device was not in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed advised had a spare pm pcba and swapped out which did not resolve the issue. The biomed wanted to know how to check the power supply as the led lights are not working when ac was plugged in. The rse referenced the service manual page 107, to check with the orange and brown wires on the power supply harness. The rse emailed the caller the service manual rev l and provided the part information for a replacement power supply.

Manufacturer narrative:
B4:19may2021. A good faith effort was made, and the customer stated that the power supply was replaced, which corrected the issue. The annual preventative maintenance (pm) was completed, and the device was returned to service.